Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and during attempts to reposition the lead, high measurements were still observed. The physician decided to explant and replace the ra lead without any further issue. No additional adverse patient effects were reported.